Event description:
It was reported that the asymptomatic patient presented for a post implant check, cross-talk following atrial paced events was observed. The device was successfully reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.